Event description:
It was reported that the unit goes off standby and then returns right back to it.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.